Event description:
The customer reported the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and sent them a replacement interconnect cable. The system operates as intended.